Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user accidentally rolled onto the ilet pump while on the ground, resulting in a cracked screen and physical damage to the device; blood glucose management reportedly was not impacted and no alarms or malfunctions were described. Symptoms included no adverse clinical effects. Outcomes included no interruption in therapy and no medical intervention or hospitalization. Investigation included review of customer communications and return logistics, confirmation of device damage upon receipt, and verification that the event involved external mechanical impact rather than a functional failure and inspection of the returned device . Investigation of this device revealed screen damage consistent with user-induced physical impact, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced damage due to external mechanical stress.